Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The patient stated that there were no open clamps on any unused supply line, and they had not disconnected them self during therapy. The patient stated the connections seemed to be tight, however did noticed some solution was leaking and was unsure exactly where the leak was coming from. The technical service representative assisted the patient in clearing the alarm and removing the cassette. The patient will start over with new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.